Event description:
It was reported that device diagnostics resulted in high impedance (>8,000 ohms). It was reported that there was no trauma that may have caused or contributed to the high impedance. It was also reported that diagnostics approximately six months prior were within normal limits. The physician reported that the x-rays did not show any obvious lead breaks. The patient was referred for surgery. The patient underwent generator and lead replacement surgery on (B)(6) 2014. It was reported that the surgeon saw a lead fracture and replaced the lead. The high impedance resolved. X-rays reviewed by manufacturer did not identify any gross lead fractures or discontinuities with the vns system. The lead was returned for analysis on (B)(4) 2014. Analysis of the lead is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the lead was completed on (B)(4) 2014. An abraded opening were identified in the outer tubing and positive coil inner silicone tubing. A break was identified in the positive coil at two locations. Scanning electron microscopy images of the positive coil show that pitting or electro&#12628;ching conditions have occurred at the break locations. The positive coil shows appearance suggesting that a stress-induced fracture has occurred in at least two strands of the quadfilar coil at the mating end of the break located at 26.1cm from boot. However, due to metal dissolution and mechanical distortion (smoothed surfaces) a conclusive determination of the fracture mechanism of the other strand cannot be made. Due to metal dissolution and mechanical distortion (smoothed surfaces) a conclusive determination of the fracture mechanism of the break located past the electrode bifurcation cannot be made. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. The generator was also returned and analyzed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
Device programming history identified that a system diagnostics test was performed with a test resistor attached to the generator. The results showed high impedance; therefore the generator was replaced. Device diagnostics with the new generator attached to the existing lead again showed high impedance and the lead was replaced. Testing system diagnostics with a test resistor is expected to yield results that are not within normal limits. System diagnostics tests the continuity of the entire system, whereas the generator diagnostic test the system of the generator by itself (independent of the lead) which is why the test resistor is used.